Event description:
It was reported that a patient underwent a tlif at the level of l5 ¿ s1. The cage was broken during inserting with a plastic hammer after impacted 3 times. The surgeon tried to insert spare cage, but it was also broken after impacted 2 times. Only autografting was done because of no more spare cages. The surgical time was extended less than 30 minutes due to the incident. No patient complications were reported.

Manufacturer narrative:
Additional information: product was returned. Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.